Manufacturer narrative:
A4 is unknown. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp device experienced ventricular tachycardia. Milrinone was discontinued. The patient is in stable condition.